Event description:
Boston scientific received information that during a recent ablation this patient's device was programmed into the electrocautery protection mode at voo 40 with an output at 5v. During the ablation case, pauses in pacing for greater than 6 seconds occurred. The patient was asymptomatic as a result of the pacing inhibition. And the device and leads are functioning appropriately and remain in service at this time.

Manufacturer narrative:
Boston scientific technical services (ts) was consulted and suggested that the defibrillator detect circuit (ddc) was designed to prevent energy from being delivered to an unintended location when an external current is detected to decrease the chance of damaging the device. It appears that this ddc caused the device to truncate any pacing that is occuring at the moment it detects external current and for the next several milliseconds. This appears to be what happened.